Event description:
It was reported to covidien on (B)(4) /2012 that a customer had an issue with tumescent infiltration pump. The customer used competitive tubing and now the pump is making a knocking noise.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.